Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the stimulation not hitting where the patient needed it was that there was a change in pain in the areas of their back and legs. The patient said reprogramming was done that added to the existing programs. The patient noted that the stimulation not hitting where it was needed had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she had fallen, slipped on the steps and hit her back. The patient reported that she noticed after she slipped, it wasn¿t hitting where she needed it. The patient reported that she had an appointment with her healthcare provider (hcp) on (B)(6) 2019. No further complications were reported.